Event description:
While trying to remove a polyp, the doctor stepped on the footswitch 3 times before anything happened and then there was a slight shock to the pt. The pad was changed and the doctor tried again and there was the same slight shock to the pt. The electrosurgical unit was changed and there were no further incidents.